Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they went through eight programs, but had never been able to regulate the therapy properly, control their bladder function, or help them since implant. They mentioned that they leaked all of the time. It was indicated that the last six months prior to the report they had to increase stimulation to 1.6v to finally feel it, but it was intermittent. The patient mentioned that the therapy had helped a little bit, but not much. It was also later reported that the patient programmer showed that the battery was getting low in (B)(6) 2016, and was looking at the patient programmer battery level. When they changed to new alkaline batteries, they confirmed that the battery was full again. Additional information received from the patient indicated that the they got four new programs. They stated that they were going to try each program for two weeks before making a decision on which one to use. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.